Event description:
A momentary power loss to the vibrator motor was reported, indicated by malfunction code malf 12. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump, with no recurrence of the malfunction code afterward. The customer was advised to continue using the pump and to call back if the issue reappeared.